Manufacturer narrative:
The force bipolar instrument has been received; however, failure analysis has not yet been completed at the time of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a force bipolar instrument failed to open while gripping preperitoneal fat tissue during the case. The back of the jaw had become dislodged and caused the instrument to get stuck on tissue (as well as caused an issue with removal as it caught on the trocar as it was taken out). The instrument release key was used with no success. To release the tissue, the surgeon cut the tissue from the jaws to allow the instrument to be removed. There was no bleeding due to this event. A vicryl suture was used to close the peritoneum at the end of the case. According to the surgeon, this event did not affect the patient's health. The patient did not experience any post-operative complications. The patient's current status is healthy. The procedure was completed with a backup force bipolar instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument and performed failure analysis evaluation. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.